Event description:
It was reported approximately an hour after patient left recovery the epg (external pulse generator) shut off and stopped pacing. Nursing staff replaced the epg with another, no patient harm. Biomed at hospital was unable to reproduce the problem using the same battery that was in the epg when it was picked up. Initial voltage measurement on battery was 7.81 volts. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device was ran in an environmental chamber and after 48 hours no anomalies were observed. Analysis found the upper and lower cases are broken. Knobs and lead flex cover are contaminated. Side bail covers, side bails, ring cover, and ring bail are missing. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.